Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 12/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy the device allegedly failed to prime after the third sample pass. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury

Event description:
It was reported that during an ultrasound-guided breast biopsy the device allegedly failed to prime after the third sample pass. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically on the twelfth sample attempt the cannula fired automatically. Based upon the cannula firing automatically the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged failure to prime, as functional testing could not be completed due to the identified self-activation. The identified bent bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.